Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod coil through the lantern to the target vessel, the physician experienced resistance. Subsequently, while retracting the pusher assembly of the pod coil through the lantern, the physician also experienced resistance and the coil unintentionally detached. Therefore, the lantern containing the detached pod coil was removed from the patient. The procedure was completed using another pod coil and another lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached inside the returned lantern. Further evaluation revealed that the pusher assembly ddt was fractured inside the lantern. If the pod coil is retracted against resistance, the pusher assembly ddt may fracture, and the embolization coil may detach. The root cause of the resistance was due to the ovalization on the returned lantern. Further evaluation revealed kinked throughout the length of the pusher assembly. This damage was likely incidental to the reported complaint. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.